Event description:
A pt reported via a marketing survey that she rec'd her first treatment in the glabella, horizontal forehead lines, crow's feet, and nasolabial lines. When asked whether or not she would continue with treatments, the pt stated no, and wrote, "bad recovery extremely ineffective. Made condition worsen. I'm disappointed."